Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 586 mg/dl with unspecified ketones, polyuria, polydypsia, strong, fruity breath, abdominal pain, nausea, shortness of breath and vomiting associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated by their healthcare provider with insulin via injection and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.